Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Premature depletion was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Battery depletion was determined to be premature and due to high current. Electrical testing revealed high current drain from the hybrid. A hybrid anomaly was found to be the root cause of the high current drain and premature battery depletion.

Event description:
This report is to advise of an event observed during analysis.